Event description:
It has been reported to philips that the system gave an error messages of ¿x-ray not possible¿. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During investigation it was identified that the event occurred on 16-dec-2024. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. The analysis of log file revealed grid unavailable error, confirming the reported issue. A philips field service engineer (fse) examined the system on-site and suspected an issue with the x-segment controller (xsc) certeray and replaced it. However, the grid switch unavailable error persisted. To address this issue, the fse replaced the x-ray tube which resolved the problem. The system was returned to use in good working order and ready for clinical use. The x-ray tube and xsc certeray were returned for further analysis. Functional testing of x-ray tube identified an insulation issue between the filament and the cathode head, most likely due to a distorted filament, leading to a grid switch failure. Functional testing of xsc certeray revealed a defective 24v power supply, caused by a short circuit. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system's instructions for use warn the user to not utilize the system if suspecting that any part of the system is defective and provide information on how to verify system functionality. As the device was outside of use at the time the issue was identified, the user would identify this issue prior to utilizing the system. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.